Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported, medical staff used to surgimend (ID 606-200-008 - 16x20 cm) on (B)(6) 2022, to close the abdominal wall of a 7-year-old child. On the 5th post operative day ((B)(6) 2022), the mesh failed, and the child¿s intestine eviscerated. The facility provided the following points to consider: ¿this child had a previous fungal infection/peritonitis but as at the last surgery on the (B)(6) 2022 we had negative fungal swabs from the peritoneal cavity but still scanty fungal growth on culture. There was scanty fungal growth on the skin at the last swab skin swab on (B)(6) 2022.¿ ¿at this operation, to prevent adhesions, we placed seprafilm in the peritoneal cavity beneath the mesh.¿ ¿due to inability to close the skin a small portion of the mesh was exposed and so a vac dressing on low pressure was placed over it.¿ ¿so far, we know that the mesh is still attached to the abdominal wall where it was stitched however the central portion has disintegrated. The mesh strength at day 5 became elastic. The skin edge is protected by duoderm. A small vac dressing on low negative pressure was then applied.¿ information provided to the distributor from the patient¿s mother via phone call: the child had an ogd/peg (oesophago-gastro duodenoscopy / percutaneous endoscopic gastrostomy) insertion on (B)(6) 2021. Complicated by a gastrocolic fistula causing milk diarrhea. The gastrocolic fistula was identified/repaired on (B)(6) 2022, via an upper midline laparotomy. He post-surgery developed a bacterial pneumonia, followed by fungal sepsis and fungal peritonitis with an inflamed abdominal wall. The peritonitis was managed with uss (ultrasound) guided drainage on (B)(6) 2022, and (B)(6) 2022. Blood cultures and peritoneal fluid obtained grew candida glabrata. He received 6 weeks IV antifungal caspofungin. He developed adhesive bowel obstruction that failed conservative management and underwent lower midline laparotomy, adhesiolysis and formation of ileostomy and mucus fistula on (B)(6) 2022. Peritoneal swabs at that operation grew scanty candida. His wound and fascia dehisced on (B)(6) 2022 and underwent mass closure of his abdominal wall with tension sutures on (B)(6) 2022. His fascia and skin were very friable, deemed due to previous fungal peritonitis. Tension sutures were removed in (B)(6) and an enterocutaneous small bowel fistula identified with some skin dehiscence. Skin and fistula managed with vac (vacuum-assisted closure) dressings until full healing of skin with enterocutaneous fistula prolapsed into a mature stoma. During wound healing phase a wound swab on (B)(6) 2022 showed scanty candida. On (B)(6) 2022, with wound fully healed, he underwent laparotomy and adhesiolysis + small bowel resection and anastomosis x 2. Abdominal wall closure with surgimend 2.0 ref 606-200-008. Tension prolene skin closure + incisional and wound vac dressing + redivac drain in pelvis. Enterocutaneous fistula and ileostomy successfully closed and abdominal wall repaired. Small area of skin not fully closed. 5 days post-surgery, the bowel eviscerates on the ward. The central portion of the mesh has disintegrated with small sections of mesh stuck on the bowel. A piece of this has been sent for fungal culture/histology. He has subsequently developed further complications including spontaneous perforations in the exposed bowel. The mesh can still be seen attached to the fascia edges. It is the first time for the surgeon the use of surgimend along with seprafilm and vac dressing. Additional information received august 9, 2022: histology: surgimend mesh - neutrophilic inflammation with focal degeneration of collagen meshwork. Microbiology (piece of surgimend mesh) - culture: candida glabrata (scanty).

Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: "the child remains in hospital and is stable. Unfortunately still has an open abdomen with multiple bowel fistula which remain a significant ongoing clinical challenge to manage." A medical assessment was requested and completed. The medical assessment as well as the review of the IFU and risk management documentation determined the following probable causes: based on the complaint information received to date, there is no evidence that indicates the surgimend product was causal to the reported event due to a rapid degeneration of the mesh. The patient's medical condition as well as the use of concomitant devices cannot be ruled out as contributing factors to the event. First, as reported in the complaint, the patient had a history of fungal sepsis and fungal peritonitis few months prior to the use of surgimend. A tissue sample of the "disintegrated" surgimend mesh that had been affixed to the patient's bowel was sent for fungal culture. The results received were positive for candida glabrata, the same fungi which had been identified on the patient from a skin swab back in may of 2022. As per surgimend instructions for use (IFU), it states that "surgimend" should be used with caution in regions where infection exists or is suspected. Treat any existing infection appropriately. If used in contaminated or infected wounds, collagen-based implants can weaken or break down". Second, it was reported that the surgeon had placed the seprafilm adhesion barrier under the biologic mesh, a product that results in a significant reduction of adhesion formation when used with synthetic mesh devices. The surgeon stated that he had used seprafilm many times before with other types of mesh in the past, however this was the first time the surgeon had used surgimend with the seprafilm in the peritoneal cavity. There is no indication seprafilm may be used with a biological mesh and the components within the seprafilm that expresses an inhibitory effect may have expressed a catabolic effect on the otherwise anabolic surgimend biologic mesh. According to the seprafilm IFU, "the safety and effectiveness of seprafilm adhesion barrier has not been evaluated in clinical studies for the following involving: patients with frank infections in the abdominopelvic cavity, patients with abdominopelvic malignancy, device placement in locations other than directly beneath an abdominal wall incision following laparotomy, or directly on the uterus following open myomectomy (not laparoscopic), patients with ongoing local and/or systemic inflammatory cell responses, device use in the presence of other implants, e.g., surgical mesh" . In addition, it was noted that during postmarketing experience, adverse reactions such as "abscess, anastomotic leak, fistula, foreign body {fibrotic) reaction, hypersensitivity, inflammation, intra-abdominal fluid collection, peritonitis, postprocedural wound infection/wound dehiscence, sepsis, bowel obstruction, and fever" have been reported in patients receiving seprafilm adhesion barrier. Also, surgimend was used as a bridge with the wound left open with a vac dressing. This may have led to the seprafilm catabolic components being continuously pulled through the surgimend mesh throughout the five ­day post-op.